Event description:
It was reported that during a stent assisted coiling embolization of a left cavernous aneurysm, unintended movement of the delivery system occurred resulting in sub-optimal deployment of the stent over the target lesion. Therefore, the physician deployed a second stent. Magnetic resonance imaging (MRI) performed approximately 48 hours post procedure revealed that the patient had developed an asymptomatic cerebral infarction in the left frontal lobe. No treatment was administered in response to the reported finding, and the patient was discharged from the hospital. The physician informed that a "blood clot" may have developed due to a lot of manipulation of the guide catheter to reach the target lesion. The relationship between the stent and the asymptomatic cerebral infarction is unknown.

Manufacturer narrative:
Device was implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was implanted; therefore analysis cannot be performed. Additional information received indicated that the patient's tortuous anatomy contributed to the unintended movement of the stent delivery system resulting in the unintended deployment of the stent. Although, the physician assessment of the patient's outcome post procedure indicated that it may be related to guide catheter manipulation; it should be noted that stroke and thrombosis are known risk associated with endovascular procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported that during a stent assisted coiling embolization of a left cavernous aneurysm, unintended movement of the delivery system occurred resulting in sub-optimal deployment of the stent over the target lesion. Therefore, the physician deployed a second stent. Magnetic resonance imaging (MRI) performed approximately 48 hours post procedure revealed that the patient had developed an asymptomatic cerebral infarction in the left frontal lobe. No treatment was administered in response to the reported finding, and the patient was discharged from the hospital. The physician informed that a "blood clot" may have developed due to a lot of manipulation of the guide catheter to reach the target lesion. The relationship between the stent and the asymptomatic cerebral infarction is unknown.